Manufacturer narrative:
A third party service provider evaluated the device and was unable to verify or duplicate the reported issues. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was switching itself off, not charging, or delivering shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was switching itself off, not charging, or delivering shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.